Event description:
It was reported that the stimulation was turning off. The implantable neurostimulator (ins) was turning off intermittently. This happened about every other day. The patient used the patient programmer (pp) to turn back on. The lightning bolt was off when the patient checked the ins. The patient then turned stimulation back on. The manufacturer's representative (rep) checked the impedances and a couple electrodes had high impedances, but the others looked okay. The patient had peripheral nerve stimulation (pns) leads implanted. The patient reported the problem started about six to eight months ago. The patient was programmed and asked to keep a lot of any inadvertent loss of stimulation. The rep uploaded the mdt file from the clinician programmer, and sent it to technical services to be analyzed by the tech services rep. The field rep had no additional information from the patient or the service rep at this time.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), implanted: explanted: product type recharger; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that with reference 0, electrode 6 and 7 were greater than 10000 ohms. It was noted that the patient did not have any issues with the stimulation. But stimulation was turning off. The patient was experiencing the stimulator turning off occasionally on its own. From the patient's diary, the stimulator turned off at 5 am on (B)(6) because of a discharge. The stimulator was charged following that and turned back on at 10 pm on (B)(6). It was also noted that the implantable neurostimulator (ins) would not turn on after it had been charged. The patient would have to wait sometimes, up to a day, to turn the stimulator back on following a charging session. The patient could not provide any information about what was on the screen when this would happen and did not indicate any specific error messages associated with the inability to turn stimulation on. There was also a reduced charging interval, from 2 weeks to about once a week. They performed a battery calculation with the following settings: 1 amp: 4.5v pw: 350us rate: 35hz 1+ 2- group imp: >4000ohms 2 amp: 3.7 pw: 260us rate: 35hz 2+ 1- group imp: 889ohms 3 amp: 4.9v pw: 390us rate: 35hz 4+ 3- group imp: 623ohms the estimated charge interval at beginning of life (bol) was 13.13 days and at end of life (eol): 11.1 days. It was also noted that the patient was getting the implantable neurostimulator recharger (insr) antenna temp warning during charging sessions that were 3-4 hours in duration. However, it was later determined that it was unknown if charging sessions lasted roughly 1 hour or 3-4 hours.